Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that atrial lead exhibited insulation anomaly. No interventions were performed. The patient was in stable condition.